Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's experiencing pain the ipg site (described as heating sensation by the patient). Reportedly, the patient was referred for a physician consult. As a result, surgical intervention is planned as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2018 wherein the ipg was explanted and replaced with a new model. Effective therapy established post-operative.